Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet; increased mitral regurgitation with dyspnea occurred. It was reported that on (B)(6) 2015, two mitraclips (lot 50402u109 and lot 50516u141)were successfully implanted in a patient with mixed functional and degenerative mitral regurgitation (mr), reducing the mr grade from 3-4 to <1. Reportedly, the patient had thin leaflets. On (B)(6) 2018, the patient was hospitalized for dyspnea. Per echocardiogram, there was another mr jet, lateral to the two implanted mitraclips. The lateral mitraclip had detached from the posterior medial leaflet and was only attached to the anterior medial leaflet (single leaflet device attachment-slda). The lot number of the slda clip could not be determined. The mr had increased back to grade 3-4. On (B)(6) 2018, another mitraclip procedure was performed as treatment. One mitraclip was implanted, reducing the mr to grade 1-2. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Since it could not be confirmed which of the two clips experienced the single leaflet device attachment (slda), the lot history record review are provided for both clips. The results are as follows: part/lot/serial number (s/n): (B)(4). Date of manufacture: 03-apr-2015 expiration date: 30-apr-2016 unique device identifier (UDI) number: (B)(4). Part/lot/serial number (s/n): (B)(4). Date of manufacture: 16-may-2015. Expiration date: 31-may-2016. Unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to the challenging patient anatomy/morphology (thin leaflets). The reported worsening mitral regurgitation(mr) and dyspnea were cascading effects of the slda; these are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.